Event description:
On march 5, a customer emailed celltrion USA (B)(6) stating that the product were false negative. The user had several celltrion diatrust ag covid-19 test boxes including lot# is covse1001. All products tested came back negative. Upon learning that the user tested positive and had symptoms due to two other positive tests from other companies (binax and flowflex), the user feared that he/she could infect his/her family and others. Importer comments: celltrion notified the manufacturer (humasis) of this case as complaint (B)(4) to investigate product complaints and attempt follow-up to obtain additional information from the reporter. When the investigation is completed, we will report it to FDA. Celltrion confirmed via email notification from nephron on march 9 that the reporter had twice reported this case to the FDA via medwatch on march 5. Please refer to mw5115468 and mw5115469.